Event description:
Event description cpi received information that a patient with an endotak down-sized lead (0125) was recieving inappropriate shocks. A chest x-ray showed lead rupture. An invasive procedure was performed, and the rate sensing portion of this (0125) was capped. And the shocking portion remains active. A bipolar detection pacing lead was implanted.